Manufacturer narrative:
**Resubmission of initial report as per FDA on 4/3/19.** the investigation of the reported issue was completed. The root cause of the fractured screw was determined as excessive tightening. The tightening during system assembly did not lead to complete failure of the screw right way, however, further usage of the system contributed to the breakage. It is assumed improper installation of the screw is the root cause of the issue. The installation instruction xpb2-160.812.01.06.02. (See fig.5) should have been followed during unit assembly. The concerned unit was brought back to specification. No general issue in the field was determined.

Manufacturer narrative:
A temporary screw and bolt were used to correct the issue on the concerned unit. Additionally the engineer used a bungee cord to hold the hose to prevent the temporary screw from breaking and causing the hose holder to fall down. The investigation is ongoing. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a screw falling down on the table of the multix fusion unit during a service event. A service engineer was performing service on the machine and moved the 3d tube laterally across the table. A screw used to fix the ceiling stand hose holder was broken and it fell down on the table. There are no injuries attributed to this event.